Event description:
It was reported that during reprocessing the subject device had a crack in the video plug. There is no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the device failed the leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a crack found on the video connector caused the device to fail the leak test. Olympus will continue to monitor field performance for this device.